Event description:
Machine slammed down over the weekend. They were going to use it for a patient when it came down. No body was in the machine.

Manufacturer narrative:
A recall for this issue was initiated on 4/23/2015.